Event description:
The customer reported that the nurse call connector at the rear of the ventilator was broken. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician reported the remote alarm connector would move when slightly when pushed side to side but it was not broken off. Testing of the remote alarm passed. The service technician replaced the main board as a precaution. Extended self testing (est) and final applicable testing was completed and tests passed per operating specifications.